Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death is unknown. It was reported the outcome was device or therapy related by the customer, and it is unknown if an autopsy will be performed. The device was not explanted and will not be returned for evaluation.

Event description:
It was reported that the patient passed away following aspiration pneumonitis and hypoxic ischemic encephalopathy. It was reported the outcome was not device or therapy related by the customer, and it is unknown if an autopsy will be performed. The device operated as expected. It was not explanted and would not be returned for evaluation. It was also noted that the device did not use the outflow graft (og) clip.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and the subsequent patient outcome could not be conclusively established through this evaluation. The patient¿s outcome was not considered to be device or therapy related. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death and other neurologic conditions that are not stroke related, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.